Event description:
It was reported that therapy was exhausted in this implantable cardioverter defibrillator (ICD) after delivering four anti-tachycardia pacing (atp) bursts and six shocks to the patient, without successfully converting the rhythm. Technical services (ts) stated that it was not possible to determine whether the therapy was appropriate, as it could not be confirmed whether the patient was experiencing a true ventricular tachycardia (vt) or a supraventricular tachycardia (svt). Additionally, ts noted intermittent atrial under sensing during the event. Reprogramming options were provided. No additional adverse patient effects were reported. This ICD remains in service.